Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Event description:
Litigation papers allege on or about various dates in 2008 and thereafter, patient suffered the following personal and economic injur(ies) as a result of the implantation with the asr hip implant: pain, discomfort, soreness and difficulty lifting her leg which negatively affects her ability to walk, move, or sleep.